Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were no deviation from instructions for use (IFU) in reprocessing steps in the area where the foreign material remained. Furthermore, there was no physical damage to the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the reported in b5, the device evaluation found the following: the suction cylinder had no color, the right/left knob had discoloration, the switch box had a scratch, due to adhesive peeling on the bending section cover rubber the insulation resistance value at the distal end did not meet the standard value, the light guide lens had a crack, the distal end was shaved, due to the annual inspection some parts needed to be replaced.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset for an annual inspection. The evis exera iii duodenovideoscope was returned to olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign material attached, and the distal end had residual liquid remaining.this report is being submitted for the event found during evaluation. There was no patient involvement.